Manufacturer narrative:
Citation: hill k et al. Post-market surveillance to detect adverse events associated with melody® valve implantation. Cardiology in the young 2016; pages 1-8. Doi:10.1017/s1047951116002092 earliest date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding adverse events associated with the medtronic melody bioprosthetic valve (serial numbers not provided). All data were collected from the food and drug administration manufacturer and user facility device experience (maude) database from january 2010 to july 2015 as well as literature searches from embase and medline databases. The study population mean gender, age or weight were not provided, however, the review included a total of 631 adverse events with on-label use and 84 adverse events with off-label use. Among all the patients an unspecified number of deaths occurred. Causes of death in four patients included: coronary compression, right pulmonary artery obstruction, and ventricular arrhythmia. None of the deaths were attributed to medtronic product. Procedure-related adverse events included: conduit rupture/tear, access site complication, guidewire perforation, hemodynamic changes, coronary compression, ventricular tachycardia, paravalvular leak, device embolization, device malposition, insufficiency, stenosis, complete heart block, pulmonary artery obstruction, aorto-pulmonary fistula formation, and accidental unsheathing. Several of these events required intervention. Device-related adverse events included: stent fracture, device embolization, aorto-pulmonary fistula formation, coronary compression, and endocarditis. The endocarditis infectious organisms were noted as: staphylococcus aureus, viridans streptococci, coagulase-negative staphylococcus, and hacek (haemophillus, aggregatibacter, actinobacillus, cardiobacter, eikenella, kingella). Additionally, cases of off-label use (defined by implant position or use in patients under 30kg) were assessed. Off-label adverse events included: tricuspid and mitral regurgitation, device embolization, conduit tear, vascular complication, aorto-pulmonary fistula formation, guidewire perforation, hemopneumothorax, complete heart block, stent fracture, endocarditis, and early device dysfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.